Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude, noisy signals and oversensing, leading into inappropriate shock therapy. Boston scientific technical services (ts) discussed and recommended reprogram options and the system was reprogrammed. This electrode remains in service. No adverse patient effects were reported. According to additional information, this patient received an additional inappropriate shock caused by t-wave oversensing of sinus tachycardia. Ts provided reprogramming recommendations as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude, noisy signals and oversensing, leading into inappropriate shock therapy. Boston scientific technical services (ts) discussed and recommended reprogram options and the system was reprogrammed. This electrode remains in service. No adverse patient effects were reported.